Event description:
It was reported that a patient with a preloaded toric monofocal intraocular lens (iol) on post-operative day 1 (pod1) had an elevated iop (intraocular pressure) in the right eye. The patient is considered a glaucoma suspect but had a visual acuity of 20/20-2 and described "lights" as a visual disturbance. A follow-up reassessment with an optometrist is scheduled to take place in 4 to 8 weeks. Through follow up, it was learned that the intraocular pressure (iop) post-operatively, recorded 50/53 mmhg right eye (od) on the first day. After 40 minutes, the pressure was 45 mmhg, but following intervention, it dropped to 9 mmhg on the same day. A follow-up iop measurement three months later indicated 30 mmhg od. The patient received interventions beyond standard care, including a tap to 12 , combigan bid (twice daily), and acetazolamide 250 mg po bid (orally twice daily). The overall patient outcome was was reported as good result, but patient had an iop spike on (B)(6) 2025. The patient was advised to schedule a follow-up appointment with the optometrist in 4-8 weeks. No other information was provided.

Manufacturer narrative:
Section a2, a3a,a3b, a4, a5, a6: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.